Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon review of the patient's merlin.net device transmission, non-sustained right ventricular oversensing episodes due to myopotential oversensing were observed . Programming changes were recommended.